Event description:
Medtronic quick set paradigm - lot 9200217; 2012-07. The adhesive ring on the infusion set is too large for the plunger; they stick to the edge of the plunger and you get only partial penetration or none at all. These are the replacements for the last recall. These infusion sets are used every 2-3 days to infuse insulin in conjunction with use of a pump.